Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on (B)(6) 2015 via an adverse event form. The patient was a (B)(6) years old female. The event occurred in the left eye and the patient was hospitalized. The patient had no pre-existing conditions. The patient was on a daily wearing schedule. It was unknown if there was any culture or biopsy done. The patient experienced severe pain, severe redness, and unknown discharge. It was unknown if there was any anterior chamber reaction. The ulcer was peripherally located. It is unknown if there were any infiltrates present. Permanent scarring is noted. Unspecified treatment was prescribed. The patient had not resumed lens wear due to the ulcer. The best corrected visual acuity prior to the event was listed as "unit" and after the event was 0.63. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported by the optician in spain on (B)(6) 2015 that the consumer experienced a ¿severe eye infection¿ after using the contact lenses in (B)(6) 2014. It is noted that she almost had to have a corneal transplant. The consumer was diving in (B)(6) when the event occurred and sought medical attention at a (B)(6) hospital where she was then hospitalized. The consumer required medical treatment (unspecified) and the event has not yet resolved and tests are still being performed (unspecified). It was also noted that the lenses melted/shattered in her hand whenever she touched the lenses. Additional information received from the optician on (B)(6) 2015 which stated that the consumer stated that she had broken lenses generating an ulcer and a "cut in the cornea". Additional information received from the optician on (B)(6) 2015 which clarified that the consumer lives and works in (B)(6). The incident occurred in (B)(6). She bought the lenses in (B)(6) for 2 months. The consumer's lens was torn and caused an ulcer. Additional information has been requested but not yet received.